Event description:
A doctor alleged that two (2) patients experienced the debonding of restoration after placement with mojo cement. This is the first of two (2) reports.

Manufacturer narrative:
The doctor re-cemented the patient's two (2) veneers with mojo cement. The doctor replaced one (1) failed veneer with a crown, without further incident. To date, the patient is doing fine. The products used in these incidents were not returned and no lot number was provided; therefore, no evaluations can be conducted.

Manufacturer narrative:
The returned product was evaluated, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this complaint.